Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to incorrectly programming pump time and date settings. Low bg was addressed by consuming glucose tablets. Tandem technical support assisted customer in correcting date and time settings and advised them to consult their healthcare provider regarding diabetes management.